Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, the patient obtained an unspecified error message on the reported meter; the patient was unable to provide the specific error message that occurred. The patient was unable to obtain a blood glucose reading. One day later, the patient experienced the symptom of feeling her blood glucose level was low. The patient took the action of consuming food and/or a drink; she did not seek any medical attention or treatment. The issue was not resolved with troubleshooting. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient denied seeking medical attention and there was no delay in treatment. However, as the meter issue was not resolved this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.